Event description:
It was reported that an ilet device displayed a persistent charge prompt and would not power on despite being left on the charger overnight during training; the trainer attempted troubleshooting, including removing the case, without success, and a replacement ilet was provided. Symptoms included no alerts or alarms and an inability to use the device. Outcomes included interruption of therapy with a device replacement and return of the original device pending. Investigation included a review of user-reported functionality and device behavior during charging and start-up. Investigation of this device did not revealed a suspected charging or power malfunction with failure to accept or hold charge or to initiate normal power-on, consistent with a potential power or battery subsystem issue. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to charging that necessitated replacement.¿

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."